Event description:
On (B)(6) 2012, the reporter contacted animas alleging that starting a few days ago the up arrow keypad button is sticking and the ok keypad is intermittently unresponsive. The reporter also alleged that the keypad buttons also cause undesired scrolling at times. The reporter stated there were no cracks or tears in the keypad and there has been no trauma or exposure to water. The patient is reported to wear the pump attached to a belt and cleans the pump with water and a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and the ok and up arrow keypad buttons required multiple presses to elicit a response. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.